Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a skin irritation on (B)(6) 2014. Patient stated that they experienced an itchy rash at the site of sensor insertion. Patient sought medical intervention on (B)(6) 2014 and stated that they are working with their healthcare provider to prevent irritation through anti-itch spray and other techniques. At the time of contact, the patient care specialist did not report and injury or further medical intervention.

Manufacturer narrative:
(B)(4).